Event description:
Information received from the field does not address the patient's clinical status but notes that the lead dislodged during and after the implant procedure. After the second dislodgement, the lead was successfully positioned in a different location within the atrium.